Event description:
Procedure type: low anterior resection. According to the reporter: the patient had a leak post-operative after using an eea33. The patient developed the leak day 1 post operative at the anastimosis site. The leak was detected by normal signs of infection/leak. The patient required a re-operation, and underwent an exploratory laparotomy. The surgeon identified that the leak originated where the staple lines crossed. The condition of the staple line at re-operation was intact. Hospital stay was extended.

Manufacturer narrative:
(B)(4).